Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "had my left knee replaced (B)(6) of 2022. Revision (B)(6) of 2023. Scheduled for another revision (B)(6) of 2023." Update per additional comment received: "- going in soon for my 2nd revision. First surgery and first revision done with mako. Both resulted with same results. Loose. Longer scar. Swelling and fluid. Pain and poor flexibility."